Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 50 mg/dl. Customer treated the low blood glucose with food. After going through the troubleshooting it was determined that the insulin pump was working as designed. Customer stated she felt a lot of her settings on the insulin pump were incorrect or too high. The customer was advised to speak with her healthcare provider regarding her basal rate settings. No further information provided